Event description:
It was reported that pump malfunction occurred after pump had been exposed to extreme temperatures while being worn on customer¿s bra. There was no reported impact to the customer¿s blood glucose level because customer was unable to provide a value. Customer contacted technical support, was assisted with resetting pump malfunction alarm, and was advised to continue using pump and to call back if problem recurred, which did not happen after reset.